Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/ event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported an aquacel foam dressing was being used as a primary dressing on a dehisced surgical wound to the abdomen. The wound was moderately exuding. The periwound skin, described as "fragile", was prepared using sensi-care protective barrier. Following the application, the dressing became saturated and began to lift quite quickly. A new dressing, aquacel foam was applied on top as a secondary dressing. Again, the aquacel foam dressing continued to lift at the bottom and peeled up. Ten (10) aquacel foam dressings were used over the course of three (3) days, however, due to poor adhesion the patient was switched to a competitor's product ((B)(6)). No further patient complications were reported.